Event description:
Additional information received indicates that the ipg was operable and communicating with programmers prior to the replacement surgery. However, the patient was unable to recharge the ipg. Troubleshooting was unable to resolve the issue.

Manufacturer narrative:
Date of event is estimated. (B)(6). The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was unable to recharge the ipg and experienced loss of therapy. Patient last had therapy a couple of weeks ago (approximately (B)(6) 2020). As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post operatively.

Manufacturer narrative:
The reported even for unable to recharge ipg was not confirmed. At receipt the ipg successfully communicate with lab utilities, accepted charge and was fully charged within specifications. It also passed all functional testing (bench and autotest). No root cause was identified for the reported event.